Manufacturer narrative:
Device investigation details: information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30537308m number, and no internal action related to the complaint was found during the review. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. Cardiac tamponade was noted after the procedure was ended. Blood pressure was dropped, pericardial drainage was performed and patient was reported to be recovering/resolving. Additional information was later received indicating the patient had improved. Adverse event was discovered post use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that it was procedure related. There was no evidence of steam pop.